Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pnuemo. The loss of pnuemo affected the vision of the surgeon. The trocar device that was used was out of a kit. Another device was pulled to complete the case. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as ¿whistling¿ or ¿hissing¿? Asku. If so, did the ¿noise¿ prevent insufflation? Yes. Please describe the noise. Was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Camera. Was any torque being applied to the trocar or device? Asku.